Event description:
It was reported that upon trying to change the tube, the physician had difficulty inserting the new tube. The physician then realized that the tube was not the same size as indicated on the box. It was a 6dct instead of a 4dct. A size 4dct was requested and placed without difficulty. The patient was awake, but sedated and the delay resulted in the patient getting agitated and requiring more sedation.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. Note: the actual size of the dct product can be seen both on the box and can be seen through the inner wrap on the actual product printed on the flange. This customer is removing the individual packages from the carton and is storing them in a bin for access when required. The customer has been advised that if a tube is removed from the box to confirm that the lot number is the same on the package as the tube and to ensure that is the correct size prior to use and to check that the right product is put back into a box for later use. This is not a manufacturing defect.